Event description:
It was reported that while stimulation is turned on patient has had a pain sensation at the implantable neurostimulator (ins) site. Onset of symptoms was three or four days ago. Caller indicates there is no known accident or incident related to this complaint. Patient reported they had also experienced increased flatulence. Patient reported that they had lost weight since the implant, and their ins had moved due to that. Symptoms of tenderness, soreness and pain were all reported.

Manufacturer narrative:
(B)(4).